Event description:
The ortho summit sample handling system instrument's bar code reader misread a plate barcode. When the plate was transferred to the ortho summit processor, the ortho summit software flagged a "database error." No death of serious injury was associated with this incident.